Event description:
It was reported that this this right ventricular (rv) lead was surgically abandoned due to high out of range impedance values, and a fracture/break was suspected. The patient's vein was occluded, so the physician decided to implant a mdt device. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to high out of range impedance values, and a fracture/break was suspected. The patient's vein was occluded, so the physician decided to implant a mdt device. No additional adverse patient effects were reported.